Event description:
Glidescope cable/screen not functioning properly. Unable to use for possible trauma alert intubation. Smart cable: ref: (B)(4). E-mailed client(s) update. Cable will be over-nighted. Sending old cable back. Per respiratory therapist (rt), the patient was stabilized and intubation was not needed. Rt was attempting to set it up because when the patient first came in it appeared we might need to intubate, but we did not. No harm came to the patient. Manufacturer: verathon inc., model: avl cobalt glidescope. Sending back old cable, new cable overnighted. Device back to service.